Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; however, a specific value was not provided. Cause was not known. Customer ate honey to address bg level. Additionally, the customer alleged that the pump was not delivering boluses. Customer experienced an elevated bg level displayed as ¿high¿; however, a specific value was not provided. Customer administrated a manual correction injection to address bg. Tandem technical support reviewed the pump history and determined that the pump functioned as intended and that boluses were delivered. The customer continued to use pump for insulin therapy.